Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2007. The vaginal support device was expelled six hours after the procedure, when the pt was vomiting. The vaginal support device was replaced during a second surgery.